Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher select plus 3.0 x 28 mm stent delivery system (sds) became stuck prior to accessing the target lesion. The stent was reported to have dislodged from the sds and was eventually implanted in the left anterior descending (lad) artery. The patient was also reported to have experienced a distal dissection. The patient reported to be in stable condition additional information has been requested.

Manufacturer narrative:
The patient had two lesions in the lad treated during the procedure. The lad target lesion was reported to be: de novo, moderately calcified, and 26 mm length. A total of three (3) stents were implanted. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.